Manufacturer narrative:
The field service engineer observed crystallization at the sample addition aperture of the rv load/unload assembly, which required cleaning of the diverter, load and unload - moulded base (rohs) part during troubleshooting of the customer issue. The diverter, load and unload- moulded base (rohs) part was determined to be the likely cause. A review of the service history for the architect (B)(4) verified no subsequent issues were reported. Manufacturing documentation was reviewed and contains adequate information for troubleshooting the customer observed issue, including the troubleshooting, removal, and replacement of the diverter, load and unload - moulded base (rohs) part. Tracking and trending data for architect and alinity I instruments were reviewed, and no systemic issues or adverse trends associated with the discrepant result issue described in this complaint. The i2000 erratic result rate is within acceptable limits. Tracking and trending of similar complaints identified no adverse trends for the likely cause part. Based on the investigation, no systemic issue or deficiency was identified for the architect i2000sr system.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that a false positive architect total bhcg result of 890.47 miu/ml was generated for a patient sample (ID (B)(6)) that retested negative at <1.2 miu/ml. No adverse impact to patient management was reported.